Event description:
It was reported that on (B)(6), the patient received inappropriate therapy during an episode of svt. The patient was very sick and on the heart transplant list. It was noted that multiple episodes of svt were recorded upon device interrogation. During the interrogation the patient was in af with rvr and experiencing fatigue and shortness of breath. The patient was admitted to the hospital and treated with medication. No episodes of vt/vf were stored. On (B)(6), it was reported that the patient went into cardiac arrest. The rhythm appeared to be agonal. The patient was externally defibrillated. Episodes of non-sustained vt/vf and non-sustained oversensing were noted. The patient was in a stable atrial and ventricular paced rhythm upon device interrogation. Programming changes were made per the physician¿s request. On (B)(6), it was reported that the patient was coded while in the hospital. After the patient was revived, the device was interrogated. The patient had gone into an atrial and ventricular paced rhythm. During interrogation, the patient stopped breathing and was pronounced dead. The records sessions and the surface ekgs showed that the patient went into cardiac arrest. The device responded according to programmed parameters. No complaints were made on the device by the physician or family.

Manufacturer narrative:
(B)(4). Product not returned. (B)(4).